Manufacturer narrative:
On (B)(6) 2021 it was reported to mentor that the patient¿s race was caucasian. The patient experienced the left side device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 it was reported to mento that the left side was ruptured. The right side capsular contracture was baker grade iii/IV. On (B)(6) 2021, the product was returned to mentor for evaluation. On (B)(6) 2021 , mentor conducted a visual inspection of the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/16/2021, it was reported to mentor that the patient experienced bilateral malposition. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 475cc and suffered from bilateral capsular contracture baker grade iii and the left side rupture. As a result, the patient had undergone removal and replacement with allergan brand non-mentor breast implants on (B)(6) 2021. This medwatch is for the right side.